Event description:
Reportedly, spring clip broke during the procedure. Per the surgeon, went to remove the clamp from the vein prior to de-airing and it was no longer visible. Surgeon searched for and retrieved the component. No permanent patient injury reported.